Manufacturer narrative:
(B)(4). Returned test strips produced lo readings - black chemistry observed. Most likely root cause is black chemistry due to improper storage. Qc investigation evaluation completed 1/14/2016.

Event description:
Customer's email: storename: (B)(6): (B)(6) comments: truetest blood glucose teststrips. Opened a sealed box to find inside container was open. Test strips don't work properly. Test strips expire 05/21/2018.